Event description:
The manufacturer received information that a trilogy evo ventilator investigation was requested due to recurring "vent inop" alarm. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted if a manufacturer's investigation is complete.